Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50e, serial: (B)(4), batch: 3102503 / 5120636.

Event description:
It was reported that following a trial procedure, the patient was experiencing discomfort. It was confirmed via x-ray that the patients leads had migrated. The patient underwent a revision procedure wherein the leads were replaced. It was noted that the patient was experiencing painful stimulation postoperatively. No device malfunction was suspected. The explanted leads were discarded.